Manufacturer narrative:
(B)(4). Device history review : pg2aa the device history records reviewed and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? When post-operatively was the patient¿s local skin blood supply poor and skin black? Onset date? Was the suture removal 14 days post-op performed as part of normal post-operative care? Was any medical intervention provided to the patient? If yes, please describe. In the physician¿s opinion, what contributed to the poor local skin blood supply? In the physician¿s opinion, was there any suture deficiency that led to the reported post-operative complications? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent craniocerebral procedure on an unknown date in 2019 and suture was used. The patient experienced wound secretion after sewing in a surgery of craniocerebral hematoma evacuation, cerebrospinal fluid incision leak repair, decompressive craniectomy. Local skin blood supply was poor and skin was black. After 14 days of intensive dressing change, the suture was removed. The skin on the surgical side of the wound suffered from necrosis, which evolved into black crust. Additional information has been requested.